Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump did not alarm low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery now without a low battery warning. The customer¿s blood glucose level was 392 mg/dl at the time of the incident. Troubleshoot was performed. Customer was also mentioned blank display but the issue was resolved. Customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display note during testing. Power loss and low battery alarm confirmed in the formatted history file. No unexpected power error noted during testing or in the formatted history file. Detailed trace analysis confirmed the pump power loss alarm and low battery was triggered due to connector resistance issues. After disconnecting and reconnecting the internal battery connector at electronic board 1, the unit was monitored and functioned properly. Then power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.